Event description:
It was reported that the customer's blood glucose was 45 mg/dl and his insulin pump threshold suspended. He treated with sugar candy. The customer was advised to clear the threshold suspend alarm and restart basal rate insulin. The customer stated that the reason for his low blood glucose was that he was driving and accidentally gave himself 6 units of insulin. Troubleshooting was performed. Nothing unusual and no inconsistencies were found with the insulin pump. His blood glucose rose to 78 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).